Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) with heavy calcification, moderate tortuosity and 99% stenosis. The 2.5x12 mm nc trek balloon dilatation catheter was advanced to the lesion with resistance with the anatomy noted and was inflated once for pre-dilatation and ruptured at 12 atmospheres for 10 seconds. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.